Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device would not power on. The user reported the cable was replaced. Upon receiving the device for eval, it was reported that the outer sheath of the cable was cut and appeared not to be a cable supplied by terumo. An alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.